Event description:
It was reported that the surgeon was using the as trial humeral pe-inlay 36-0 during the sample position. After the removal of the sample inlay there were abrasion splinters in the implanted humerus shell and in the surgical wound. This lead to an extended surgery time by 5 minutes.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (pictures of surgery) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a f/u report will be filed. (B)(4).